Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 453 mg/dl. The customer changed the infusion set site and delivered a bolus via the pump to lower the bg. The customer thought the infusion set cannula may have been bent; however, could not totally confirm this. As the infusion set site had been changed, tandem technical support advised the customer to discuss the event with a healthcare provider.